Event description:
It was reported that balloon rupture occured. The 100% stenosed target was located in the moderately tortuos and moderately calcified superficial femoral artery. A 5.0mmx20mmx135cm sterling balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.